Event description:
It was reported that the device had a speaker mouse malfunction. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The original device history record (DHR) review is no longer applicable as device was manufactured in 2004. No previous service records found. The device was received for evaluation, in fair condition and was manufactured in 2004. The device was filled with water, set up using temp check due july 2019. It failed the safety/electrical test using the hypot tester due nov 2019. When the device the alarms were tested the led's came on but the speaker wouldn't sound confirming the customer's complaint. The root cause of the issue was deemed to be wear and tear. Action(s) taken to mitigate the reported issue(s): the pcb (printed circuit board) was replaced, the speaker alarmed fine, and the device worked as intended.